Event description:
A us distributor eported that a monitors response buttons were non-functional and the monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the response button covers were missing and the switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Additionally, the monitor was unable to complete essential performance testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a q601 voltage leak on the pca board. The root cause for the voltage leak was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.